Manufacturer narrative:
There is 1 investigation completed, during this period. Breakdown of 1 investigation with respective serial number is as follows: (B)(6), haptic damaged, lens damaged. The investigation concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Breakdown of 2 events is as follows: lens damaged 2 serial number of the suspect product: (B)(4). : for the sn starting with 8 the manufacturing site address is as follows: site address line (B)(4). 1 investigation was completed, and 1 investigation is pending from this period. Breakdown of 1 completed investigations: 8058641818 lens damaged the investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events